Manufacturer narrative:
The lensar fse removed the cover to the psu and found a damaged/burned wire that provides power to the pc that is internal to the psu. The root cause for the burned wire is the sata power supply connector on the hard disk. It is most likely that a short circuit occurred directly in the connector housing. This assumption was confirmed.

Event description:
A lensar distributor fse reported that there was a burning smell and smoke coming from the system. The system was on and in the ready mode, but was not being used at that time. The smoke caused the fire alarm to activate. The system was shut off, disconnected and moved from the room.

Manufacturer narrative:
The lensar fse removed the cover to the psu and found a damaged/burned wire that provides power to the pc that is internal to the psu. The root cause for the burned wire is the sata power supply connector on the hard disk. It is most likely that a short circuit occurred directly in the connector housing. This assumption was confirmed.

Event description:
A lensar distributor fse reported that there was a burning smell and smoke coming from the system. The system was on and in the ready mode, but was not being used at that time. The smoke caused the fire alarm to activate. The system was shut off, disconnected and moved from the room